Event description:
It was reported during a da vinci-assisted simple prostatectomy procedure, the erbe kept faulting. The technical support engineer (tse) reviewed the logs and found c-00 and c-34 errors. Prior to calling, the customer power cycled the erbe, and error came back at power up. The tse had the customer hard power cycle the erbe and faulted again at power up. The customer had the force triad and the activation cable. They hooked it up and is completing the case with bipolar in the erbe and monopolar hooked to the force triad. The site proceeded with the case as planned with no reported patient injury. Isi completed follow-up and obtained the following: it was confirmed that the system powered on appropriately during set up and the procedure completed robotically when the or staff switched to the force triad esu.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse fired energy successfully and replaced the integrated electrosurgical unit (iesu) as a precaution. Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) and completed the device evaluation. The unit was analyzed, and the unit was placed on an in-house system and was run in normal mode. The unit displayed c-34 error upon consecutive startups.